Event description:
It was reported that the spo2 fails after prolonged use from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 fails after prolonged use from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.